Manufacturer narrative:
Citation: honjo et al. Surgical melody mitral valve: a paradigm shift for infants with unrepairable mitral valve disease. Ann thorac surg. 2024 may 27:s0003-4975(24)00384-9. Doi: 10.1016/j.athoracsur.2024.04.037. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the survival, durability, and complications with implantation of a melody bioprosthetic valve in the mitral position. The time frame of this study was january 2014 to july 2023. All twenty-five patients in the study population were implanted with a medtronic melody bioprosthetic valve. Notable deaths that occurred in the study population included: 1) a 3-month-old infant with a complex medical history including multiple ventricular septal defects, mitral valve infective endocarditis, and severe mitral regurgitation who underwent implant of a melody valve and subsequent two additional procedures. At 6 months postmelody implant, the patient suffered cardiac arrest requiring extracorporeal membrane oxygenation (ECMO) support but later died of a brain injury. 2) a 1-year-old patient with a complex medical history including multiple previous cardiac procedures who also underwent implant of a melody valve as a rescue procedure and afterwards was placed on a ventricular assist device (vad). At one month post melody implant the patient died of multiorgan failure. 3) following a neonatal ross-konno procedure for critical aortic stenosis, a 16-day old patient underwent implant of a melody valve. At 1 year post melody implant the patient died of sepsis in the context of severe left ventricular diastolic dysfunction. Regarding the remaining deaths in the study population, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients adverse events included: moderate mitral stenosis, moderate lvot obstruction, atrial ectopic tachycardia, moderate lvot gradient requiring mechanical valve implantation, infective endocarditis with melody leaflet thickening, moderate regurgitation, major bleeding complication, thrombus/thrombosis, and complete av block requiring permanent pacemaker insertion. No further information was provided pertaining to medtronic products.